Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 184 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedance measurements out of range and lack of capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead presented high impedance measurements out of range and lack of capture, when removed and examined, the lead was observed to have fractured. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported. The device was analyzed.

Event description:
It was reported that this right atrial (ra) lead presented high impedance measurements out of range and lack of capture, when removed and examined, the lead was observed to have fractured. A new device was implanted. No additional patient effects were reported.